Event description:
User alleges that hme's not humidifying very well. A pt was extubated and the end of the endotracheal tube was almost completely solidified with mucous. Also another event of the therapist lavaged one of the pts and suctioned out almost a complete cast of mucous. No adverse outcome reported.